Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 30 mg/dl. Customer treated with food for low blood glucose. Customer stated insulin pump was dropped and battery compartment had crack. The customer declined to troubleshoot for the low blood glucose incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.